Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information reported.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0nbf7, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the patient had random shocking episodes. They noted that they slid from their couch, down to the floor. It was not a hard fall resulting in any injuries or bruises. There was a lead impedance, noted with interrogation. The implant was turned off until the full system replacement on (B)(6) 2017. The issue was resolved. It was further noted that, initially, the patient was satisfied with their therapy. They then began to have symptoms. They had random shocks as if someone had their controller and was ramping it up. There were no further complications reported or anticipated.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (njy316029h) found insignificant anomalies and passed functional tes ting. Analysis of the lead (va0nbf7) found that the conductor within the lead body broke due to overstress or damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.